Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported flared stent struts were confirmed. The reported difficulty to remove cannot be confirmed due to the condition the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. During removal it was reported the device interacted with the guideliner causing the reported difficulty to remove and subsequent stent flaring. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy tortuosity in the right coronary artery (rca). The 2.5 x 15 mm xience sierra stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. During removal of the sds, the stent got caught with the guideliner, causing the proximal end stent struts to flare. The guideliner and sds were removed together was one single unit. The procedure was aborted as nothing could cross the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.